Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties occurred. The 100% stenosed chronic total occlusion target lesion was located in the very calcified proximal to mid left anterior descending artery (lad). The physician was having a lot of difficulties getting a wire to begin to puncture the proximal cap into a previously stented area. A non bsc guidewire was finally passed. A non bsc catheter was tried and could not cross the lesion. The guidewire was exchanged to a different non bsc guidewire and a 135cm mamba flex microcatheter was advanced with little to no difficulty. The guidewire was exchanged for a rotawire guidewire with no issue. When the physician went to remove the mamba flex it was super tight and felt like it was grabbing on to the rotawire. The physician was able to remove the mamba flex finally but it was extremely difficult. Guidewire position was maintained. There were no patient complications and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a mamba micro-catheter. The hub, shaft and tip were microscopically examined. There was no damage to the catheter shaft. A .014 test guidewire was inserted into the catheter lumen. The guidewire transcended through the device with no hesitations or restrictions. The guidewire interaction complaint was not confirmed. A .009 rota wire was used with the device so no compatibility issues were confirmed. Inspection of the remainder of the device, revealed no other damage or irregularities. No additional damage or functionality issues were found. No other issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. Bsc ID: (B)(4).

Event description:
It was reported that catheter removal difficulties occurred. The 100% stenosed chronic total occlusion target lesion was located in the very calcified proximal to mid left anterior descending artery (lad). The physician was having a lot of difficulties getting a wire to begin to puncture the proximal cap into a previously stented area. A non bsc guidewire was finally passed. A non bsc catheter was tried and could not cross the lesion. The guidewire was exchanged to a different non bsc guidewire and a 135cm mamba flex microcatheter was advanced with little to no difficulty. The guidewire was exchanged for a rotawire guidewire with no issue. When the physician went to remove the mamba flex it was super tight and felt like it was grabbing on to the rotawire. The physician was able to remove the mamba flex finally but it was extremely difficult. Guidewire position was maintained. There were no patient complications and the patient status is good.